Manufacturer narrative:
The device was repaired on site by a smiths medical technicain. The reported error was found to be replicated by the technician. The tech reassembled and inspected the mating of the ribbon cable connector and j9 of the main pcba board. Glue was installed per repair procedure and the issue was resolved.

Manufacturer narrative:
Other text: device evaluation: the pump was not returned to the manufacturer but was investigated and repaired at the customer facility by a field service technician. A visual inspection of the battery compartment found a factory seal in place. The battery charge level was identified at 98 percent. When plugged in, the alternating current (ac) light was present. The j9 connector was disconnected, and the glue bead removed. No damage, distortions or foreign materials were observed. The device was reassembled. The mating of the ribbon cable connector and j9 connector of the main printed circuit board assembly (pcba) were confirmed to be fully seated. Glue installed per procedure. The pump was retested and functioned properly. The field service technician was unable to replicate or find a problem with the pump during assessment. The root cause cannot be established. A device history record (DHR) review was performed which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4)., corrected data: correction information:

Manufacturer narrative:
Other, other text: device evaluation: the pump was not returned to the manufacturer but was investigated and repaired at the customer facility by a field service technician. A visual inspection of the battery compartment found a factory seal in place. The battery charge level was identified at 98 percent. When plugged in, the alternating current (ac) light was present. The j9 connector was disconnected, and the glue bead removed. No damage, distortions or foreign materials were observed. The device was reassembled. The mating of the ribbon cable connector and j9 connector of the main printed circuit board assembly (pcba) were confirmed to be fully seated. Glue installed per procedure. The pump was retested and functioned properly. The field service technician was unable to replicate or find a problem with the pump during assessment. The root cause cannot be established. A device history record (DHR) review was performed which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4)., corrected data: correction information: h6. H10 device evaluation summary.

Event description:
It was reported that the device gave a primary audible alarm bgnd message. The reporter did not confirm whether the issue occurred after power on or during patient infusion. No adverse effects to patient reported. Field service examination of the device showed primary audible alarm bgnd and primary audible alarm post occurred in alarm history.